Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage. The following information was provided by the initial reporter: during the intravenous injection of the treatment to the patient, there was a backflow of the product in the piston as if there was a problem of hermetization. Clinical consequences observed: loss of the treatment actions taken: info given to other services, checking of the other syringes from the same batch.

Manufacturer narrative:
One sample was returned to our quality engineer for investigation. Through visual inspection, damage was observed on the syringe barrel between the 15ml and 20ml markings. The barrel is dented in this area causing the stopper to become distorted when moved across this point, which lead to the leak that was reported. A device history review was performed for lot 1902233 and found no non-conformances or maintenance interventions related to this issue during the production of this batch. Product undergoes visual and functional testing throughout the manufacturing process. Marks noted on the sample are consistent with the transfer wheels used to move the product through the assembly machine. While we could not identify a direct issue, it was determined this incident occurred as a result of the syringe getting jammed in the manufacturing equipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage. The following information was provided by the initial reporter: during the intravenous injection of the treatment to the patient, there was a backflow of the product in the piston as if there was a problem of hermetization. Clinical consequences observed: loss of the treatment. Actions taken: info given to other services, checking of the other syringes from the same batch.